Event description:
Patient day 0 transplant receiving IV fluids. Pump appears to be infusing with no alarms, drops in chamber and total volume given appropriate. Towards end of shift noted that ivf bag still very full and does not appear to be delivering ordered volume of 50ml per hour. Md aware. Pump changed to new pump once observation made. Patient remains stable. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter).